Manufacturer narrative:
Six months after the index procedure, the patient developed transient dysopia of the left eye. Action taken was re-administration of aspirin. The event outcome as of five months after onset was indicated as "recovered without sequelae." According to the physician, the relationship of the event to the procedure was unknown and to the enterprise was also unknown. The report from clinical study (B)(4) that during a coil embolization procedure assisted with an enterprise vrd stent (enc452212) and 2 delatpaq coils for an unruptured aneurysm in the posterior communicating artery, the patient had asymptomatic cerebral infarction in the left side frontal /temporal lobe by MRI. Recovery was confirmed without any treatment and the procedure was completed without any other neurological symptoms. The modified rankin scale pre and after the procedure was 0. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. After the procedure, MRI revealed vrd thrombosis in left temporal lobe. No action was taken. The event outcome as of onset was recovered without sequelae. According to the physician, the relationship of the event to the procedure was highly probable and to the enterprise was also highly probable. During initial angiograms, flow was seen throughout the target site, and the enterprise was not implanted within thrombus. The enterprise was fully expanded and appose to the vessel wall. There were indications of any conditions causing hypercoagulable state. No further information was available. There were no indications of any conditions causing hypercoagulable state. The saccular aneurysm measure at the neck 4.7mm, and neck to sac ration was 4.7mm/8.7mm., and the vessel proximal diameter was 4.1mm and distally was 4.0mm. A prowler select plus (catalog/lot# unk) was utilized with the enterprise system, also utilized during the procedure a guide catheter 6french road master, guidewire gt wire, an excelsior sl- 10 microcatheter, delta paq (qty:2) coils, and ed coils (qty:8). Medications given consisted of pre-procedure aspirin, and cilostazol, and intra-procedure heparin. A cd copy of the procedure is not available. No further information was available. Both devices remain implanted and were not available for analysis. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422126. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The lot number for the deltapaq was not provided and it is unknown, therefore no DHR could be conducted. Please note that the actual product catalog and lot number are unknown, therefore, the product captured in section suspect medical device represents an unknown delta paq (microcoil). Cerebral infarction is a known potential adverse event that may be associated with the use of the enterprise vascular reconstruction device and delivery system in the intracranial arteries as outlined in the instructions for use and is outlined in the orbit galaxy IFU as a complication specific to embolization procedures may occur at any time during or after the procedure. Factors including target lesion characteristics of the previously clipped aneurysm, patient history and responsiveness to pharmacological treatment are possible contributors to the reported event. Based on the available information no conclusion can be made regarding the relationship of the devices and the event. While not specifically listed in the IFU, visual disturbance (dysopia) is a neurologic deficit and may be related to injury to normal tissue post stent and coil implantation. Neurologic deficits and damage to normal tissue are known potential adverse events associated with the implantation of coils intracranial aneurysm and are listed in the IFU of both the enterprise stent and orbit coil as such. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The location of this patient's target aneurysm and the implantation of the device may have acted in concert to increase the intracranial pressure and/or created swelling in the tissue located adjacent to the aneurysm contributing to the reported symptoms. Therefore, no corrective actions will be taken. This is 2 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2011-00128 and 2954740-2012-00716.

Manufacturer narrative:
There were no indications of any conditions causing hypercoagulable state. The saccular aneurysm measure at the neck 4.7mm, and neck to sac ration was 4.7mm/8.7mm., and the vessel proximal diameter was 4.1mm and distally was 4.0mm. A prowler select plus (catalog/lot# unk) was utilized with the enterprise system, also utilized during the procedure a guide catheter 6french road master, guidewire gt wire, an excelsior sl- 10 microcatheter, delta paq (qty:2) coils, and ed coils (qty:8). Medications given consisted of pre-procedure aspirin, and cilostazol, and intra-procedure heparin. A cd copy of the procedure is not available. No further information was available. Please note that the actual product catalog and lot number are unknown, therefore the product captured in section d 4 represents an unknown delta paq (microcoil). The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt. This is 2 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2011-00128 and 2954740-2012-00716.

Event description:
Six months after the index procedure, the patient developed transient dysopia of the left eye. Action taken was re-administration of aspirin. The event outcome as of five months after onset was indicated as "recovered without sequelae". According to the physician, the relationship of the event to the procedure was unknown and to the enterprise was also unknown. The report from clinical study (B)(6) that during a coil embolization procedure assisted with an enterprise vrd stent (enc452212) & 2 delatpaq coils for an unruptured aneurysm in the posterior communicating artery, the patient had asymptomatic cerebral infarction in the left side frontal /temporal lobe by MRI. Recovery was confirmed without any treatment and the procedure was completed without any other neurological symptoms. The modified rankin scale pre and after the procedure was 0. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. After the procedure, MRI revealed vrd thrombosis in left temporal lobe. No action was taken. The event outcome as of onset was recovered without sequeale. According to the physician, the relationship of the event to the procedure was highly probable and to the enterprise was also highly probable. During initial angiograms, flow was seen throughout the target site, and the enterprise was not implanted within thrombus. The enterprise was fully expanded and appose to the vessel wall. There were indications of any conditions causing hypercoagulable state. No further information was available.